Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and non bsc right ventricular (rv) and right atrial (ra) leads has been showing various instances in which both ra and rv leads showed high, out of range pacing impedances since last year. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and non bsc right ventricular (rv) and right atrial (ra) leads have been showing various instances in which both ra and rv leads presented high, out of range pacing impedances since last year. According to field representative, the physician is aware of this situation. The patient went for a chest x-ray and there were no visible signs of a fracture. The physician wants to monitor closely through latitude for now. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and non bsc right ventricular (rv) and right atrial (ra) leads have been showing various instances in which both ra and rv leads presented high, out of range pacing impedances since last year. According to field representative, the physician is aware of this situation. The patient went for a chest x-ray and there were no visible signs of a fracture. The physician wants to monitor closely through latitude for now. The system remains in service. No adverse patient effects were reported.